Event description:
Information received regarding the explanted device notes that three months post implant, the patient complained of pre-syncope symptoms. When moving the hand, both atrial and ventricular signals disappeared. Lead insulation was found to be broken. The physician suspected subclavian crush. The patient had a very small cephalic vein and during the initial implant procedure, the physician had to do a subclavian puncture. The vein route was very tight.